Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient pump stop events; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted left ventricular assist device event log file contained events from the reported event date of (B)(6) 2023. Four pump resets were captured. The pump appeared to resume operation without issue following the resets. A specific cause for the resets could not be conclusively determined as the submitted controller event log file did not contain data from the reported event date. No other notable pump events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. These documents warn the user of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2023, pump resets were captured at 9:16:16, 11:00:08, 11:01:18, and 11:04:02.